Event description:
It was reported that one week and four days post chronic catheter placement, the catheter lumen allegedly leaked on flushing. It was further reported that the catheter allegedly had a hole in lumen. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 05/2024.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 9.5fr power hickman d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Complete diagonal breaks were noted at the proximal ends of both extension legs. What appeared to be a pinhole, was noted in the center portion of the red luer extension leg. Upon infusion, a leak was observed from the pinhole, on what would have been, the red luer extension leg. Aspiration was attempted and was unsuccessful as only air returned into the attached syringe. Therefore, the investigation is confirmed for the reported material puncture/hole and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one week and four days post chronic catheter placement, the catheter lumen allegedly leaked on flushing. It was further reported that the catheter allegedly had a hole in lumen. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that one week and four days post chronic catheter placement, the catheter lumen allegedly leaked on flushing. It was further reported that the catheter allegedly had a hole in lumen. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.